Event description:
It was reported that during a polypectomy, after approximately one minute of shavering within the uterus, a small piece of material that appeared metallic was observed (for 3 to 5 seconds) before disappearing. This event raised concern that the piece could have been part of the shaver. The procedure was immediately paused, and a second blade was used to complete the case. Upon re-entering the uterus, the metallic piece was no longer visible, and the procedure was finished without further incident. It was thought that the piece may have been sucked by the vacuum and trapped in the tissue trap, which was sent to the lab for investigation for any non-biological material. No x-ray imaging was performed to locate or confirm the presence of the component. Both blades used during the procedure were also sent for investigation to determine if any parts were missing. No medical or surgical intervention was necessary, and there were no adverse outcomes such as permanent impairment, extended hospitalization, unanticipated tissue loss or damage, significant blood loss, or prolonged surgical time. No additional operations were planned, and no patient injury occurred.

Manufacturer narrative:
D10 concomitant product: 72202536, soft tis shaver mini 72202536 truclear (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.